Event description:
Analysis on the generator was completed on 11/20/2014. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Analysis on the lead was completed on 11/20/2014. The connector ring has what appears to be silicone adhesive on the exposed surface extending past the allowable amount. Abrasions were noted on the outer silicone tubing at multiple locations. Abrasions on the outer tubing most likely caused by the presence of a tie-down. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
Initially, it was reported that the patient was experiencing a zapping sensation around the neck incision site when he turns his head to the right. It was reported that this had begun approximately 6 weeks prior. It was reported that the zapping sensation was not painful, but it is intolerable. It was reported that the device was programmed off from (B)(6) 2014 to (B)(6) 2014 and while the device was off there was no zapping sensation. It was reported that device diagnostics were within normal limits. It was reported that x-rays were performed and that the neurologist told the patient there was no broken wire seen on the x-rays. The patient underwent generator and lead replacement on (B)(6) 2014 due to the zapping sensation. The surgeon indicated that he felt the strain relief was good and that no electrodes appeared popped off and there were no broken wires seen on the x-rays. The surgeon noted during the surgery that the electrodes were properly placed on the vagus nerve and there were no broken wires in the neck or chest. The surgeon implanted a new lead above the old electrodes on the nerve. The old lead was cut (leaving electrodes). The generator was replaced. Device diagnostics were within normal limits with the new vns system. The generator and lead were received for analysis. Analysis is underway, but has not been completed to date. It was later reported that the patient had reports of increase in seizures beginning (B)(6) 2014. It was reported that the patient suffered a seizure, fell and hit her head and went to the emergency room. The patient informed the office on (B)(6) 2014 that there was a concern for increased seizures. A new antiepileptic medication was discussed if the seizures continued.